Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller board. The system operates as intended.

Event description:
The customer reported that there was a generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs.